Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that pitocin 500ml was programed to infuse at 1ml/hr on a patient who came in for induction of labor. However, it was discovered that the entire medication was infused in 30 minutes. The event resulted to uterine rupture and the fetus had heart rate deceleration. The baby was delivered with no other adverse events and no further intervention was required for the baby. It was noted that the pitocin infusion was connected to a y-port below the pump of an unspecified primary infusion, which was running a 125ml/hr through a separate pump. The event occurred at obstetrics and gynecology unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests although requested, additional information was not provided. This report is for the mother and pr (B)(4) (manufacturer report number 2016493-2020-02043) is for the baby.

Manufacturer narrative:
The report of a pitocin over infusion was not confirmed. The pcu event log shows that pump module s/n (B)(6) was programmed to infuse oxytocin 30unit/500 ml (drugid 179) at a rate of 1 ml/hr with a vtbi of 400 ml at 12:00 am on (B)(6) 2020 and ran until 12:07 am, when the device was paused and then channeled off two minutes later. At 12:31 am, the device alarmed for flo stop open for 1 second. At 12:38 am, the system was shutdown and powered off. The volume recorded as being infused during this time was 0.115 ml. The concomitant pump module s/n (B)(6) was programmed to infuse IV fluid and was infusing at rates of 125 ml/hr and 999 ml/hr during the reported period of 12 am and 12:30 am on (B)(6) 2020. The root cause of a pitocin over infusion was not identified. No device was returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device was manufactured on 14 july 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 16 july 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.l h3 other text : no devices received, log review only

Event description:
It was reported that pitocin 500ml was programed to infuse at 1ml/hr on a patient who came in for induction of labor. However, it was discovered that the entire medication was infused in 30 minutes. The event resulted to uterine rupture and the fetus had heart rate deceleration. The baby was delivered with no other adverse events and no further intervention was required for the baby. It was noted that the pitocin infusion was connected to a y-port below the pump of an unspecified primary infusion, which was running a 125ml/hr through a separate pump. The event occurred at obstetrics and gynecology unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests although requested, additional information was not provided. This report is for the mother and pr 371557 (manufacturer report number 2016493-2020-02043) is for the baby.